Event description:
The report received from the field indicated that the hub of the .038 csi avanti plus ms catheter sheath introducer (csi) came apart as the physician was removing the vessel dilator and guidewire. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The report received from the field indicated that the hub of the .038 csi avanti plus ms catheter sheath introducer (csi) came apart as the physician was removing the vessel dilator and guidewire. There was no reported patient injury. The complaint product was not returned for analysis but a unit of the same lot was returned for evaluation. One sterile 6.5 fr sheath introducer was received inside its sealed tray. No visual anomalies were found on the returned unit. Review of lot 15525601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. With the limited information available and without the actual complaint product returned for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. No anomalies were found on the returned unit. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.